Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that she had retention and her bladder hurts since implant. It was indicated that during the day, therapy seemed to work but night time her symptoms seemed to be like they were before the trial. It was noted she was feeling stim on the day of this call. The change in symptom was considered gradual.

Event description:
A patient reported of added retention at night which is a new symptom. Additional information from the manufacturer (rep) reported the patient was being seen by the healthcare professional (hcp) and will update after that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.